Manufacturer narrative:
Concomitant medical products: (2) syringe tubing, (2) syringe, anesthesia bridge. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that syringe modules were programmed to infuse primary infusions of propofol 500mg/50ml at 260 mcg/kg/min at a rate of approximately 100ml/hr with a vtbi of 49.5 ml and sufentanil 250mcg/50ml at 0.2 mcg/kg/hr at a rate of 2.56 ml/hr with a vtbi of 49ml. Both modules were initiated at 0828 and it was reported by the nurse that a green light displayed on the status indicator for both modules. Approximately 10 minutes later the nurse noticed that the status indicators on both syringe modules were lit however not infusing, despite the rates displaying on the marquee. It was reported that both devices were in anesthesia mode with no delay options programmed and no audible alarms occurred. Because of the event, the patient was hypertensive with an elevated heart rate however did not require medical interventions. Per cqi data: propofol was programmed on (B)(6) 2017 at 0832, paused, and then restarted at 0849. Sufentanil was programmed on (B)(6) 2017 at 0840, paused, and then restarted at 0849. Concomitant pump modules had phenylephrine and mivf programmed but not actively infusing.

Manufacturer narrative:
The customer¿s report of infusing slower than expected was confirmed in the pcu event log. The pcu event log information matched the cqi data of ¿propofol was programmed on (B)(6) 2017 at 0832, paused and then restarted at 0849 and sufentanil was programmed on (B)(6) 2017 at 0840, paused and then restarted at 0849¿. The pcu logs confirmed that the system was in anesthesia mode at the time of the reported event. The pcu event log showed that on(B)(6) 2017 at 8:31 am, syringe module s/n (B)(4) was programmed to infuse propofol 500mg/50ml (drugid 541) at 100ml/hr. Instead of starting the infusion, the infusion was paused. At 8:40 am on (B)(6) 2017, syringe module s/n (B)(4) was programmed to infuse sufentanil 250mcg/50ml (drugid 586) at 2.56ml/hr. Instead of starting the infusion, the infusion was paused. Both infusion were started at 8:49 am. Syringe module s/n (B)(4) was paused for approximately 17 minutes and syringe module s/n (B)(4) was paused for approximately 9 minutes. Because the infusions were programmed in anesthesia mode, the devices would stay paused without alarming until the pause state is changed. The root cause of infusing slower than expected was user programming. The infusions were started 9 ¿ 17 minutes after being programmed.